Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction with a hamstring graft, when fixing the graft at the femoral level with biosure regenesorb interference screws, it was noticed that the graft was damaged when it was passed through, wearing it down and releasing fibers from it. However, the process was ended and immediately after advancing the screw between the graft and the tunnel, a little resistance was evident and the screw broke inside the patient, leaving chips and a sensation of false femoral fixation. Stability tests were performed on the patient and there was no evidence of laxity, so the screw was left inside the tunnel and the chips were retrieved from patient. The procedure was completed with non-significant delay. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The screw is broken and there is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states one single undated, unlabeled photo was provided, that supported the reported broken chip removal. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H2: corrected data on h6 (health effect - clinical code and health effect - impact code).